Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up obtained from the clinic that the patient was getting false low heart rate readings on their home pulse oximeter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was lower than the programmed lower rate of their implantable cardioverter defibrillator (ICD). The patient also reported experiencing dizziness at times. The ICD remains in use. No further patient complications have been reported as a result of this event.